Event description:
A patient reported experiencing inaccurate high results using a lifescan meter. The patient's blood glucose results were 257mg/dl, 357mg/dl, 400mg/dl. Tests were done within 11-20 minutes with a difference of 25%. Patient did not experience any adverse events. No further information has been reported.